Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd integra¿ syringe with detachable needle there was an issue with needle retraction failure. It was stated ¿the retraction failure occurred after use. It has happened many times in different units (inpatient) of the medical center.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
H.6. Investigation summary: two photos were received. Photos are of three syringe packages confirmed to be from batch # 7235624 (p/n # 305269). One photo is of the top web and the other is of the bottom web. All packages are empty. No defects could be observed from the photos received. DHR review for batch 7235624 (p/n 305269): manufacturing dates: 09/14/2017 to 09/16/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7235624 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the evaluation performed, bd was not able to confirm the customer¿s indicated failure. Root cause and CAPA not required as no defects were confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.